Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the ICU. During insertion, the physician couldn't advance the guide wire through the introducer needle. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an introducer needle and a guide wire that was kinked at 3 cm from the j-bend at the distal end. The guide wire was found to be intact and within dimensional specifications. No defects or anomalies were observed on the needle. An undamaged section of the guide wire was able to pass through the needle without resistance. A device history record review was performed with no relevant findings. Since it appears that the insertion difficulty was caused by a kink in the guide wire that occurred during the procedure, operational context caused or contributed to this event. No further action will be taken.